Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm brachiocephalic fistula, the pta balloon allegedly ruptured at 17atm. It was further reported that the balloon partially detached from the catheter shaft. There was difficulty retracting the balloon through the sheath. The balloon and sheath were removed together as one unit over the guidewire. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of a left upper arm brachiocephalic fistula, the pta balloon allegedly ruptured at 17atm. It was further reported that the balloon partially detached from the catheter shaft. There was difficulty retracting the balloon through the sheath. The balloon and sheath were removed together as one unit over the guidewire. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found a complete circumferential rupture in the balloon and a complete detachment of the inner lumen. The detached portion of the balloon, inner lumen, and distal tip was not returned. Therefore, the investigation is confirmed for a circumferential rupture and for balloon and catheter detachments. Additionally, the distal marker band was noted to be dislodged on the inner lumen. Therefore the investigation is conformed for dislodgment. The investigation is inconclusive for the reported retraction issues, as the sheath and detached segment was not returned. It is likely that the balloon rupture led to difficulties pulling the device through the introducer sheath, and subsequent detachments. However, the definitive root cause for the balloon rupture or other identified issues rupture could not be determined based upon available information. It is possible that the original sheath used contributed to the reported issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).